Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in 2025, reported as "three weeks ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and titanium adapter. The transfer set detached from the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: clarification has been received from the reporter which stated that the titanium adapter had not been changed. Therefore, the titanium adapter is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.